Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported to philips that while the device was being checked in the me room, the check vent: backup alarm failed alarm occurred. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use, during testing unrelated to set up for patient use. There was no delay to therapy. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The central processing unit was returned to the manufacturer for failure investigation. The customer complaint was verified. The root cause was the failure of the ls1 due to a contamination on the pc board.

Manufacturer narrative:
The philips field service engineer (fse) checked the device, and the reported issue was not duplicated. The event log revealed that "check vent: backup alarm failed" (diagnostic code:1104) had occurred. Following the evaluation of the device, the fse replaced the cpu pcba as a precaution. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.